Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/06/2015 and isolated the leak to a defective red blood cell (rbc) bath seal; the rbc bath seal was replaced, resolving the leak. The fse also replaced the rbc dispenser pump due to micro bubbles. The instrument was then verified and it met published performance specifications. (B)(6).

Event description:
The customer reported approximately 1ml of fluid leaked near the red blood cell (rbc) bath on a coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.